Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. The reported recurrent tricuspid regurgitation (tr) appears to have been a result of the reported slda. The reported poor imaging appears to have been due to patient anatomy. It should be noted that per the mitraclip system instructions for use (IFU) states: ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was due to the device being used on a tricuspid valve. In this case, it appears that the patient anatomy and thus the off-label use contributed to the reported slda. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent tricuspid regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Prior to inserting the devices, it was noted the anatomy and imaging were challenging. Two clips were successfully implanted, reducing tr to a grade of 1. On 04/15/2021, echocardiography was performed and showed one of the clips had detached from the septal leaflet and remained attached to one of the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. Later that day, a second mitraclip procedure was performed to stabilize the slda. Two clips were successfully implanted, reducing tr to a grade of 3. No additional information was provided.